Event description:
Caller reported that in (B)(6) of 2000 she elected to have lasik surgery. Immediately following the surgery caller stated she experienced night vision impairment, light sensitivity, glare, and dry eyes. A year ago she was diagnosed with keratectasia and drifting vision. Caller contacted (B)(6) medical clinic, the facility where her procedure was performed, for more information on her device but it was unavailable.